Event description:
It was reported that during an unknown procedure, "after insert into the trocar," noted the trocar was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved?

Manufacturer narrative:
(B)(4) date sent: 2/8/2022 h2: additional information received: please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they available to being returned? If not, were they disposed of? -all answers above are unobtainable. Once there is any update, we will update the information -photos were also received for review. During the visual analysis, the following was observed: the photos shows a sleeve broken off from the bottom side. Based on the set of two photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.